Event description:
A (B)(4) distributor contacted zoll customer support to report that a pt's electrode belt cable was damaged. The pt received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) was confirmed. Upon investigation the trunk cable ws ripped from the strain relief, which broke the j702 connector on the electrode belt distribution node pca board. The root cause for the damaged cable was excessive force. No adverse event resulted from damaged trunk cable. The pt received a replacement electrode belt.